Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient was at work when he fell to the floor, passed out, and had a seizure. Prior to the patient losing consciousness, he reported that the cgm was reading 85 mg/dl. No bg comparison value taken at this time. A nearby co-worker called 911 and once ems arrived, they treated the patient with an unspecified IV. The patient recovered after treatment was not taken to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.